Event description:
It was reported that the patient noticed the day prior that the left side for his stimulation system was not working and he did not feel stimulation therapy. The patient had the ability to change it between right and left and when he turned it up on the left it did not do anything at all. The patient was wondering if there were programming options. During the report, the patient navigated his programs, but he only had one group (a). A1 was at 4.40 v for the left side, a2 was at 3.40 for the right side and program a3 was for his back but it didn¿t work and it was just left on 3.10v. The patient had a past physician that was going to do surgery but he left the practice. The patient was being assigned a new physician, but the patient had not seen the new physician yet. The surgery was going to be done because the right lead moved during the recovery process. The patient got the implant for back pain and it did help the shooting leg pain but it no longer worked for his back and a loss of therapeutic effect was reported. The past physic ian thought it was because the right side had moved. There were no falls or trauma noted. The patient had called his physician¿s office and was waiting for someone to call him back. Follow up indicated that the patient still had concerns (and was disappointed in the pain management) but had not yet obtained an appointment date. Additional information from the physician was requested regarding the outcome, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).